Event description:
It was reported that a ventilators display went blank and alarmed during patient use. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer inspected the device and the alleged malfunction could not be duplicated. The software level was updated to the current revision. The ventilator passed the extended self-test, short self-test, all calibrations and electrical safety test.